Event description:
It was reported by service report that the bed would not go to the lowest height. It is unknown if there was patient involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: head-end and foot-end lost its high/low limits.